Manufacturer narrative:
Evaluation summary: one sample of was received for evaluation. The reported event cuff won¿t inflate is confirmed. The device failed to meet specification as it was received or made available for evaluation. An inflation/deflation test was performed 25cc of air was applied to the cuff using a syringe and it was observed inflation was difficult and deflation was hard, it was noticed the air has difficulties to get through the inflation system. Corrective actions have been implemented to mitigate this issue. The device history record (DHR) was reviewed and no discrepancies were found. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, after the air was inserted during the cuff check, the air could not come out. There was no patient involvement.

Event description:
According to the reporter, prior to use, after the air was inserted during the cuff check, the air could not come out. There was no patient involvement reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, after the air was inserted during the cuff check, the air could not come out.